Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed that the puller wire was exposed in the tip area. Initially, a deflection issue occurred. During the procedure, the catheter was unable to deflect or relax completely. A second catheter was used to complete the procedure. There was no patient consequence reported. The deflection issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021 it was observed that the puller wire was exposed in the tip area. Additional clarification was requested and received on the returned device condition. After they received the device, it was detected that the puller wire was exposed in the tip area. It did not occur during the procedure. The physician found that the catheter could not be deflected normally and withdrew the catheter, but it could not be withdrawn normally. Therefore, he withdrew it with the sheath. It was found that the sheath part of the catheter was slightly bent and the shaft was slightly damaged when the catheter was pulled back by exerting force out of the patient's body. The shaft was slightly damaged. The damage did not result in wires being exposed or any lifted or sharp rings. There was no obvious resistance or difficulty. The issue was found about 3 to 5 cm away from the distal end of the catheter. The catheter was not pre-shaped. The sheath used was a st. Jude medical swartz, sl1. The puller wire exposed in the tip area was assessed as a MDR reportable issue. The awareness date for this reportable lab finding was (B)(6) 2021. The bent shaft issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
(B)(4). The bwi product analysis lab received the device for evaluation on 20-jul-2021. The investigation summary was completed on 10-sep-2021. An analysis was performed on the pictures that were provided by the customer. According to the pictures, the tip was observed semi-deflected with the piston up. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The catheter was returned to biosense webster for evaluation. Bwi conducted a visual inspection and deflection testing of the returned catheter. Visual analysis of the returned sample revealed no shaft bent was observed, the puller wire exposed in the tip area of the thermo cool smart touch sf unidirectional catheter. Deflection testing was performed in accordance with bwi procedures. The catheter was tested for deflection, and the catheter failed. The catheter was dissected, and the puller wire was found broken inside the handle. The tip damage was observed on the xr machine and the puller wire was observed bent. Sem analysis was performed and evidence of mechanical damage and hole on the tip surface. An object that caused the damage was the puller wire. Apparently, the damage was produced from inside to outside. The catheter was reviewed with the manufacturing members and the failure was not manufacturing-related. The manufacturing investigation determined that according to the sem analysis isr-2021-oz-72, the mechanical damage in the tip could occur during deflection function. According to the investigation results, it was found that all manufacturing process subassembly and deflection tests were performed properly according to the process flow pfd-1347 rev. The puller wire broken inside the handle, may have been caused after the process manufacturing. Therefore, the issue is considered as no manufacturing related. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(4).